Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) it was reported that she had previously had a pain stimulator that had been explanted in (B)(6) 2018 because as she stated, "it never helped her pain." Scs device was explanted (B)(6) 2018. Issue resolved.  (B)(4).